Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while the customer was playing basketball, the pump touch screen became shattered and unresponsive. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.